Manufacturer narrative:
Additional information was added to d9, h3, h6, h11. H11: the device was received for evaluation. A review of the event history log revealed multiple system error 21513 (uso sensor failure). A recalibration attempt of the upstream occlusion sensor was not successful. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a defective uso sensor. The uso sensor block requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a system error 21513 (upstream occlusion (uso) sensor failure). This was observed during training. There was no patient involvement. No additional information is available.